Event description:
Procedure was a 3 level vertebroplasty. Bipedicular at l-5 and unipedicular at l-1 and l-2. Surgeon placed all needles and the timer was started at the beginning of the cement mixing. Surgeon injected l-5, and then moved on to l-2 at around the 6 minute mark. At the 7 minute mark we could verify via c-arm that cement was moving down the needle. At 7 minutes 30 seconds we no longer saw advancement of the cement in the needle. At the 8 minute mark we determined that the cement had hardened. No cement ever made it into l-2. Surgeon chose to open a competitive vba kit to complete this procedure resulting in a delay to the case in excess of 30 min.

Manufacturer narrative:
Sales rep confirmed that the additional kits were on hand, but the surgeon chose to use another system. He also confirmed that the product was directly sent from the air conditioned office to the facility. The event resulted in a delay in the case in excess of 30 minutes to switch over to the other product. The cement has a total of 11 min of working time from mixing (1-2 min) thru application (9 min). No conclusions can be made at this time. It should be noted that this was the first use of the device by the user. The product is sensitive to variations in the temperature, humidity and mixing. These precautions are listed in the instructions-for-use (IFU) supplied with the product.